Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(6) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty front panel assembly for evaluation. As of the (B)(6) 2015. The alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(6) reported that the device's touch screen is unresponsive. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly, diamond w/cf2. The vela front panel assembly was installed into a known good unit. The vela front panel assembly was inspected and ¿liquid ingress¿ was found. The unit was powered up and the customer issue of ¿fluid ingress, inactive screen¿ was duplicated. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.